Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The leak was observed "where the infusor tubing joins the regulator" this issue was discovered during patient infusion. The device was filled with 5-fluoruracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from june 8, 2020 - june 9, 2020. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that a white drug residue was located on the luer connector (non-baxter), flow restrictor, and tubing line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.